Event description:
It was reported that during an unknown time the device was causing striations in the grafts. There was no report of harm or injury to the patient as a result the event nor were there any report of a delay or adverse event. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.